Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 5 months. The report of an inflow conduit malposition could not be confirmed because the sealed inflow conduit was not returned and no images were provided for evaluation. The pump was returned with the driveline cut approximately 8 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had worsening oxygenation and acute renal failure. There were no signs or symptoms of hemolysis. Lower flow dynamics were coming from the device and an echocardiogram showed that flow appeared to be compromised from an inflow conduit malposition. The patient received a pump exchange on (B)(6) 2015.